Event description:
The customer reported to olympus that during a lithotripsy procedure the wireless foot pedal had connection issues and wouldn¿t properly configure to the system, then the laser would not stop firing. The customer pressed the emergency stop button to turn off the device. The procedure was successfully completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
During inspection and testing, the customer¿s complaint was confirmed (foot pedal connection issues), the foot pedal could not be activated. Tried changing batteries and still does not work. There is also a loud sound coming from inside the unit. No physical damage on unit, there are two little scratches on second screen but touch screen works. Testing and inspection could not confirm the laser would not stop firing. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.